Event description:
It was reported that a patient death occurred three days post procedure. A routine pulmonary vein isolation (pvi) procedure was performed and completed with a farawave nav catheter. Versacross connect was used for transseptal puncture. No issues noted during transseptal puncture and nothing unusual was observed in intracardiac echocardiography (ice). The physician described the index procedure as a routine, uncomplicated case. Per the physician, there were no unusual intra-procedural findings or events. A total of 62 lesions were delivered with good contact, and the patient was in sinus rhythm immediately post-procedure. The patient was discharged home the same day post procedure. The physician also stated post-procedure labs were acceptable. No medications were given as part of the procedure. The farawave catheter is not expected to be returned for analysis as it was disposed post procedure. The physician reviewed relevant pre-procedure history. The physician stated the patient had been on amiodarone for approximately one month prior to the procedure and had reported recurrent syncope occurring multiple times per week during that period. The physician described concern for possible sick sinus syndrome and the physician discontinued amiodarone and the patient was provided a mobile cardiac telemetry monitor. The physician stated that after stopping amiodarone the patient was no longer syncopal. The physician also relayed that the patient was not wearing the telemetry monitor around the time of the subsequent event. Additional background shared included an ejection fraction of 55 percent documented in (B)(6) 2025 and a stress test demonstrating an apical perfusion defect that worsened with stress. The physician discussed qt interval observations from electrocardiogram (ECG) review. The physician stated the qt interval immediately post procedure was approximately 508 ms and described this as slightly prolonged. The physician reported baseline qt interval around 479 ms. The physician also referenced a (B)(6) 2025 ECG in which the qt interval may have measured as high as approximately 550 ms, noting a small terminal t-wave feature that could have affected measurement. The overall impression of the physician was that the qt interval around that time was likely closer to approximately 500 ms. Amiodarone exposure was discussed as temporally associated with these interval observations. The physician described the post-discharge timeline as follows: the patient was reportedly doing well on tuesday ((B)(6) 2026). On wednesday ((B)(6) 2026), the patient performed household chores and activities. On thursday morning ((B)(6) 2026), the patient experienced discomfort described as extending from the groin to the chest, which the patient attributed to having overexerted herself the day prior. The patient reportedly went to bed around 10 pm on (B)(6) 2026 and had sudden death later that night. The physician stated they were notified of the death on (B)(6) 2026. The physician also noted the patient was taking xarelto. Potential mechanisms were discussed given the limited available objective data, and the physician stated that it is unclear whether the death was related to the procedure. The group discussed unexplained sudden death as a general concept and noted amiodarone as another temporally related factor that could be relevant in considering possible arrhythmic mechanisms, without reaching any conclusions. It was also shared that the patient had already been cremated by the time the electrophysiology (ep) physician learned of the death, and therefore no autopsy was performed.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the lot number was not provided; therefore, a ship history of most probable lots were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the farawave nav device confirmed that the events of death, EKG/ECG changes, and discomfort are events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave nav device is acceptable. Investigation conclusion: based on the information provided, boston scientific (bsc) has assigned an investigation conclusion code of adverse event related to patient condition for the reported events of death, EKG/ECG changes, and discomfort. The physician reported several pre-existing cardiac factors, including recurrent syncope, suspected sick sinus syndrome, and prolonged qt interval observations, which may indicate an underlying cardiac condition predisposing the patient to arrhythmic events. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H6: patient codes- corrected to include e0618 to account for the events reported. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but the lot number of the catheter was not available. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient death occurred three days post procedure. A routine pulmonary vein isolation (pvi) procedure was performed and completed with a farawave nav catheter. Versacross connect was used for transseptal puncture. No issues noted during transseptal puncture and nothing unusual was observed in intracardiac echocardiography (ice). The physician described the index procedure as a routine, uncomplicated case. Per the physician, there were no unusual intra-procedural findings or events. A total of 62 lesions were delivered with good contact, and the patient was in sinus rhythm immediately post-procedure. The patient was discharged home the same day post procedure. The physician also stated post-procedure labs were acceptable. No medications were given as part of the procedure. The farawave catheter is not expected to be returned for analysis as it was disposed post procedure. The physician reviewed relevant pre-procedure history. The physician stated the patient had been on amiodarone for approximately one month prior to the procedure and had reported recurrent syncope occurring multiple times per week during that period. The physician described concern for possible sick sinus syndrome and the physician discontinued amiodarone and the patient was provided a mobile cardiac telemetry monitor. The physician stated that after stopping amiodarone, the patient was no longer syncopal. The physician also relayed that the patient was not wearing the telemetry monitor around the time of the subsequent event. Additional background shared included an ejection fraction of 55 percent documented in (B)(6) 2025 and a stress test demonstrating an apical perfusion defect that worsened with stress. The physician discussed qt interval observations from electrocardiogram (ECG) review. The physician stated the qt interval immediately post procedure was approximately 508 ms and described this as slightly prolonged. The physician reported baseline qt interval around 479 ms. The physician also referenced a (B)(6) 2025 ECG in which the qt interval may have measured as high as approximately 550 ms, noting a small terminal t-wave feature that could have affected measurement. The overall impression of the physician was that the qt interval around that time was likely closer to approximately 500 ms. Amiodarone exposure was discussed as temporally associated with these interval observations. The physician described the post-discharge timeline as follows: the patient was reportedly doing well on tuesday ((B)(6) 2026). On wednesday ((B)(6) 2026), the patient performed household chores and activities. On thursday morning ((B)(6) 2026), the patient experienced discomfort described as extending from the groin to the chest, which the patient attributed to having overexerted herself the day prior. The patient reportedly went to bed around 10 pm on (B)(6) 2026 and had sudden death later that night. The physician stated they were notified of the death on (B)(6) 2026. The physician also noted the patient was taking xarelto. Potential mechanisms were discussed given the limited available objective data, and the physician stated that it is unclear whether the death was related to the procedure. The group discussed unexplained sudden death as a general concept and noted amiodarone as another temporally related factor that could be relevant in considering possible arrhythmic mechanisms, without reaching any conclusions. It was also shared that the patient had already been cremated by the time the electrophysiology (ep) physician learned of the death, and therefore no autopsy was performed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but the lot number of the catheter was not available. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.